Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4), product ID: 3708660, serial/lot #: (B)(4), ubd: 12-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the low impedance was only on the left side. The new left side was implanted on (B)(6) 2021 due to depletion and the left side low impedance did not resolve after battery change. The electrode with the low is not used in current settings and there are no plans for intervention. Refer to manufacturer report (B)(4) for related device.